Event description:
The customer reported the system failed to boot up. There was no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.